Manufacturer narrative:
Iris field service engineer was at the customer site at the time of the incident and confirmed loose pads in the instrument. The fse did not service the instrument. The customer did not request replacement strips. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented bec internal identifier for this report is (B)(6).

Event description:
The customer stated they found loose pads coming off of their ichem velocity chemistry strips; p/n: 800-7204 lot#: 7204073j, expiration: 31jul2015. There were no erroneous patient results generated or reported out of the lab.